Event description:
After the revision surgery, the patient continues to experience pain, has difficulty walking and has not been able to return to work.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 626-00-38d modular dual mobility insert, lot code: 41091502; cat. No.: 6260-9-222 22.2mm + 3 lfit v40 head, lot code: 41333308; cat. No.: 0580-1-440 exeter v40 stem 44mm no 0, lot code: g3329927 ; cat. No.: 502-03-52d primary tritanium hemi cluster hole cup 52mm, lot code: mlpvve; cat. No.: 2030-6525-1 6.5 cancellous bone screw 25mm, lot code: mlm7hv; cat. No.: 2030-6516-1 6.5 cancellous bone screw 16mm, lot code: mkrl17; cat. No.: 6197-9-001 simplex p with tobramycin 1 pack, lot code: mbu017. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An event regarding pain involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was performed and indicated: "after final reconstruction in (B)(6) 2013, patient had some pain symptoms that were suspected to be caused by infection flare-up with wound pain, redness and swelling although at this time both bacteriological cultures of wound material and lab infection markers remained negative for infection ad symptoms gradually disappeared such that no further action was required." The clinician concluded: "based upon this suspicion all three reported events of pis have the same root cause as related to arthroplasty infection. In this case no correlation between any specific device property and infection can be established. This is further supported by the type of bacteria (staphylococcus aureus) that is a typical wound infection hospital strain. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, pis are caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. This pi is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence that the event was device related. No further investigation is required at this time. If additional information or the device becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
After the revision surgery, the patient continues to experience pain, has difficulty walking and has not been able to return to work.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Currently remains implanted.